Event description:
A patient underwent a biopsy procedure using magnum device. During the procedure, the device needle is broken. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received through follow up, stating that the break was identified on the coupling and the file was reassessed for reportability. Further, the break was determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B3, b5, g3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy procedure using magnum device. During the procedure, the device coupling was broken. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.